Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 355 mg/dl. Customer reported to have also received a battery out limit alarm and insulin pump had to be reprogrammed. Display came back and customer was able to deliver a bolus but it did not register in insulin pump. Customer was advised that battery cap would be replaced. Customer declined troubleshooting and would wait on battery cap.